Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 400 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. After the troubleshooting was done, customer was advised the alarm was caused by infusion set/reservoir connection. The customer was advised to replaced infusion set and reservoir.